Event description:
It was reported that during a ptca treatment procedure of an unspecified vessel, stent damage occurred. While advancing the liberte' monorail stent, the physician was scared to push more, since it bended on the way." The procedure outcome is unknown. Additional information regarding this event has been requested.

Manufacturer narrative:
The returned product analysis is not complete as of the date of this report. (B)(4).